Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a hardware failure in the main drawer. A field service engineer (fse) assisted the customer in unplugging and rebooting the device, but the recovery was unsuccessful. The fse then remoted into the station and found that the issue was possibly caused by the latch, solenoid, or rail. Upon arrival, the escort stated that the issue had been resolved. However, the fse tested the drawer, opened the back panel, and found that the station had not been touched since installation. The field service engineer aligned all drawers and added protective tape to the back of the drawers along with the pyxis cable connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.